Manufacturer narrative:
A device history review was conducted for lot number 2082611. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications.

Event description:
It was reported that the bd saf-t-intima¿. Integrated safety IV catheter was split. The following information was provided by the initial reporter, translated from (B)(6) to english: when she pulled out the indwelling needle, she found that the rubber tube at the needle mouth was split, and the indwelling needle was replaced for puncture.